Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value was not provided. Reportedly, the customer required assistance addressing bg level with glucagon (baqsimi). Contact alleged the low bg was due to the pump's basal rate being set too high at 30 units per day. The customer¿s health care provider adjusted customer's basal rate to 15 units per day to address the reported issue. The customer declined further assistance from tandem technical support.